Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 515 mg/dl. Reportedly, the cause was due to an unspecified site issue with a non-tandem infusion set. The infusion set brand and manufacture was not provided. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated via intravenous insulin and saline. Reportedly, the customer was released on 10/13/2021 with the issue resolved and no permanent damage.